Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Increased gradients across the valve my result in symptoms such as shortness of breath and decreased exercise tolerance. The increased gradients could be due to calcification of the leaflets, pannus/host tissue overgrowth, thrombus formation or in rare cases, a non-functioning leaflet. Per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. There is no indication that the complaint resulted from a design or manufacturing issue, based on the information available. No addition information was received to determine the true nature of the increased gradient, thus, the actual cause of the increased gradient cannot be determined. In this case, the cause of the gradient across the sapien valve was thought to be due to prosthetic valve thrombosis or pannus but was never confirmed. The increased gradient was successfully treated with a non-edwards tavr valve (valve in valve procedure). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Valve thrombosis is listed in the instructions for use for the tavr procedure and is known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 3 years and 8 months post implantation of a 23mm sapien valve, the patient presented with very high gradients and possible pannus growth versus thrombus formation. The patient is symptomatic but was not been hospitalized. The patient received a non-edwards tavr. A recent echo was submitted to edwards lifesciences for review and the following observations were made by an edwards physician proctor. There are only few possibilities but not confirmed: pannus from endocarditis; thrombus. This patient has not undergone chemotherapy or radiotherapy in the last 4 years, no parathyroid issue, no a-fib and no endocarditis.